Event description:
It was reported via a clinical report form from the confirm (B)(4) study that during an orbital atherectomy (oa) treatment procedure, a dissection and slow flow event occurred post atherectomy. Two lesions were treated. The sfa lesion was 100% stenotic, severely calcified and 30mm in length with one patient run-off vessel prior to therapy. The tibio peroneal trunk (tpt) artery lesion was 70% stenotic, severely calcified and 4mm in length with one patent run-off vessel prior to therapy. The sfa lesion was treated with a 1.5mm classic crown oad which was spun at 200k rpms for a total run time of 6mins; angioplasty was then performed with a 2.0x120mm invatec balloon at 5atms for 60sec. The residual stenosis was <10% post-pta. The tpt lesion was treated with a 2.25, 70 micron, solid crown oad which was spun at 200k rpms for a total run time of 3min, 30sec; angioplasty was then performed with a 6.0x220mm invatec balloon at 5atms for 30secs. The residual stenosis was <10% post-pta. Due to a dissection in the sfa and slow flow in the peroneal artery, a focal stent was placed in the sfa and the peroneal artery was treated with papaverine. Per the physician, "excellent result given >30cm cto in the sfa, diseased, tpt, and single vessel run-off."

Manufacturer narrative:
Device analysis: the device was not returned for analysis; therefore, an analysis of the actual complaint device is not possible. The device history record for this device was not reviewed as the lot number is unknown. The root cause for the reported event is unknown. A recent analysis of csi's post market clinical studies identified events that should have previously been reported to FDA. This is report #8 of 48 events identified during this review. This report contains limited information regarding the intervention and root cause of the event, but this event is not considered unusual, unique or uncommon and does not involve a device which is the subject of a remedial action. (B)(4).